Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during patient therapy. The pump was programmed to deliver tacrolimus at a rate of 10.4 milliliters per hour for 24 hours (dose and volume are unknown). The customer stated that there was a "180 hour time difference" in the amount of time the infusion was supposed to run (the infusion completed early), indicating a "1.29 milliliter per hour difference" in rate of infusion. There was no patient injury or medical intervention associated with this event.